Event description:
It was reported that approximately four years post port placement procedure, crack was allegedly found on the catheter. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross, microscopic visual, tactile and functional testing were performed. The investigation is confirmed for the reported fracture issue and the identified wear and deformation issues as a partial compound break was noted on the attached catheter approximately 6.4cm from the distal end of the cath-lock. The edges of the partial compound break on the attached catheter was noted to be jagged. The surface was noted to be round and glossy. Furthermore, a kink was noted to the catheter, proximal to the partial compound break. Upon infusion, a leak from the partial compound break was observed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.